Event description:
A malfunction code 24 was reported by the customer, indicating an issue with the pump that could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending the customer a replacement pump with updated software, instructing them to return the faulty pump using a pre-paid label within 10 days, and advising on necessary steps upon receiving the new pump. The customer agreed to use multiple daily injections as backup therapy to ensure continuous insulin delivery.